Event description:
The customer reported that the ventilator shut down and alarmed, and then would not power on again. The customer reported the unit was in use on a patient, and there was no patient harm. Upon evaluation of the unit by the manufacturer, the unit would not power on as reported by the customer. Initial analysis revealed a shorted capacitor on the o2 flow sensor pcb. The noted finding may result in the unit shutting down during operation with an active alarm.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.